Event description:
It was reported that during a laparoscopic hernia procedure, the device misfired. Clips came out sideways. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) - jaw or cam interface is disengaged. The analysis results found that the el5ml device was received with one jaw disengaged from the cam ramp. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the jaw was re-engaged to the cam and it was possible to perform functional testing. During the evaluation, the device was cycled, fed and formed five conforming clips, then it locked out as intended. The condition of the disengagement of the jaw from the cam ramp would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.